Event description:
It was initially reported by arjohuntleigh rep: "sara plus brake released, pt fell. Found the brakes will release when the unit is being pushed against the normal travel of the caster even with a new caster. The picture will not reveal any problems with the lift." Ref MFR report (B)(4).